Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced glare, halos. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was dysphotopsia and halos.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The sample was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The cartridge and handpiece information was not provided. It is unknown if qualified products were used. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The 20.5 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a noncompany monofocal 21 diopter lens. Due to the exchange of a multifocal 20.5 diopter lens to a noncompany monofocal 21.0 diopter lens may suggest that the change from a multifocal lens to a monofocal lens and a 1/2 diopter larger for the replacement lens was an improved selection for this patient's vision needs. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in a2., a3.a., b.3., b.5., b.6., d.10., e.1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, in the surgeon's opinion, the cause of the event was non adapt. After the exchange the patient issue was resolved after the exchange and the patient able to drive and happier.